Event description:
It was reported that during a synapse case, the drill guide was set at 16mm and while drilling, it advanced to 20mm. There were no injury or complications to the patient. Another drill guide was used from the axon tray.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records from synthes and teleflex (manufacturer) was performed and no complaint related issues were found. As received, the instrument locked and stayed in place. As received, the instrument locked and stayed in place. The device passed function testing in both the locked and unlocked position. The reported issue could not be duplicated. Based on the evaluation performed, the reported failure was not associated with the manufacturing process; therefore, the exact cause is indeterminate.